Event description:
It was reported by the affiliate that the (1) al326 was used during an unknown procedure. It was reported that the clips would not close. The case was completed with another device and there was no consequence to the pt.